Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_lead, serial#: unknown, product type: lead. (B)(4).

Event description:
Follow up information received reported that the implantable neurostimulator (ins) was not flipped. The reason for the ins replacement was that the patient lost weight and the ins was pressing on the ilium which caused the patient pain. Following the ins replacement surgery, it was reported that the patient was doing good and getting effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a non-rechargeable device previously and "liked it a lot". It was noted the device was "flipped over" which was discovered when they had the device replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the issue occurred not long after the initial implant. It was not working right and they took an x-ray. They decided to go ahead and put in a rechargeable device. She had lost a lot of weight and ran it 24/7.